Event description:
It was reported that 10 patients underwent revision hip arthroplasty due to aseptic loosening.

Manufacturer narrative:
Information was rec'd via published literature: http://www.ncbi.nlm.nih.gov/pubmed/25399966. This event is reported through a journal article that studies short-term survival of the trabecular metal cup in comparison to similar cups used in acetabular revision surgery. As a result no devices or photos were rec'd; therefore the condition of the components is unknown. The part numbers and lot numbers of the products are unknown; therefore the device history records, complaint history could not be reviewed. The journal article states that the surgical intervention included either a cup or liner revision. An exchange or removal of the cup and liner following the initial revision was defined as re-revision of the cup. The journal article did not state if the liner or cup caused or contributed to the reported events for the patients. It could not be confirmed if the devices are an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs high impact), and relevant medical history are unknown. Adherence to rehab protocol is unknown. A definitive root cause cannot be determined. These warsaw design controlled devices are used for treatment.